Event description:
Relentless anxiety, severe fatigue, joint pain, dizziness, fibromyalgia, meniere¿s intestinal issues, stomach issues, difficulties swallowing . Countless test & blood tests have ruled out everything except breast implant illness.